Event description:
It was reported by clinical study protocol that following realize band insertion, the patient was admitted to the ER for abdominal pain in 2009. A CT diagnosed a port disconnection with subsequent free-floating gastric band tube in abdomen. A revision surgery was done the next day to reconnect the tube to the port. Subject was discharged after 2 days. The patient developed a port site infection after the revision surgery. The site was cultured and positive for staph aureus. The port was removed almost three weeks later and the patient was given bactrium. The patient is doing fine. The port will be replaced when the site heals.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.